Manufacturer narrative:
The most probable root cause of the reported event appears to be the installation of an incorrect, non-rechargeable battery that had been installed in place of the specified ge healthcare rechargeable battery. Use of the unspecified, non-rechargeable battery in the charging circuit led to the battery rupture and the apparition of sparks and flames. According to additionally collected information, the replacement of the battery with an incorrect battery type was done during preventive maintenance that was carried out by a 3rd party service provider. There was no malfunction of the device.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: patient information could not be obtained due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
It was reported that sparks and a flame occurred at the on/off switch of the unit during a case. The flame was extinguished. There was no patient injury.